Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller stated that an autopsy was not performed therefor the official cause of death is unknown. However, it was ruled as a possible heart attack. The caller stated that the customer was in diabetic ketoacidosis and did not want to go to the hospital. The caller stated that the customer had a heart disease, two heart attacks and had stents pun in. The caller did not know the customer's blood glucose at the time of death. However, the customer's last recorded blood glucose value was 459 mg/dl on (B)(6) 2014 at 7:37 am. The customer was wearing the insulin pump at the time of death. The customer was using sensors but stopped using them for a while and was not wearing one at the time of death. The caller stated that their son has diabetes as well and they have kept the customer's insulin pump as a backup. The device has been without a battery for an extended period of time. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was returned with no battery installed. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.data analysis: there is no data listed for the dated of (B)(6) 2014 due to pump returned without a battery installed.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.